Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,the device ring cannot be removed therefore the inner cannula cannot be inserted. Reintubation /recannulation was performed to the patient due to the event.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. A functional test was performed, the inner cannula was inserted into the outer cannula and it was observed the twist lock system is not working properly, a visual inspection was performed and it was observed the twist lock head is detached from the proximal end, the sample was observed under uv light and it was observed the bonding agent was applied properly to the outer cannula according to process instruction. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.